Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One impl tapered scr-v sbm 3.7mm 3.5mm 13mm (tsvb13) outer box and inner vial were returned for investigation. Visual inspection of the as returned product identified that the packaging was already opened, and no internal components are visible. The product is noted to not have been used on a patient. Therefore, the exact conditions of the device received by the customer is unknown. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Review of the package inspection confirmed that all inspected packaging contained the correct quantity and type of part. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. Complaint is therefore non-verifiable. The following sections have been updated: b4: date of this report d4: device expiration d4: UDI g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h4: date of manufacture h6: entered evaluation codes h10: added manufacturer narrative

Manufacturer narrative:
(B)(4). Additional 510k numbers: k011028 and k013227.

Event description:
It was reported that the implant and inner vial was missing from the package. The surgery was completed with another implant.